Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they thought the ins got turned off and they were hurting. They had just moved and they were looking for a managing hcp. They found one, but they were unable to be seen until the (B)(6). They went to the emergency room (ER) but nobody knew anything about the implantable neurostimulator (ins). They wanted to find another emergency room that could help them. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that steps taken/planned to resolve the patient¿s pain and the device turning off was that the patient was given 5 mg of percocet once every 6 hours from (B)(6). It was noted the (B)(6) hospital said they would get a specialist to turn or check the device, but the patient was then discharged and told to find a doctor on their own to get the device turned on. It was noted that the patient was not sure what happened in regard to the ins getting turned off, but they were hurting so bad that they stopped eating and drinking for 1 ½ months. The patient couldn't take it anymore and went to the hospital. No further complications were reported/anticipated.